Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Concomitant products: right side; 350cc mentor memorygel breast implant; catalog number: 3503501bc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with 350cc mentor memorygel breast implant and was presented with left side rupture as the patient fell down and experienced trauma. The rupture was confirmed by the MRI on (B)(6) 2019. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 1/27/2020, mentor became aware that the date of surgery for replacement is (B)(6) 2020. Hence, field d7 has been updated on this form. The serial number has been updated from blank to (B)(6) under field d4 as it was inadvertently omitted in the previous submission. After clinical/secondary review of this file performed on (B)(6) 2020, it was decided to add codes pc breast cyst and pc surgical intervention to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the date of surgery is (B)(6) 2020. Per further information received on (B)(6) 2020, the date of surgery was moved to (B)(6) 2020. Hence, following fields have been updated on this form: - is required intervention has been selected under section b; field b2 - field d7 has been updated to (B)(6) 2020. - field h6 method code has been updated to "device not returned" manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/4/2020, mentor became aware that patient also experienced left side capsular contracture; baker grade unknown. Code has been added to field h6 on this form. Also, mentor became aware that the patient underwent bilateral explantation and replacement with catalog number 3503001; serial number (B)(6) on the left side, and with catalog number 3503001; serial number (B)(6) on the right side on (B)(6) 2020. On 3/12/2020, , the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/19/2020, device evaluation was completed. Device evaluation summary: during visual evaluation, a tear between shell and patch was observed. Microscopic examination was performed and the cause of the tear could not be identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).